Event description:
The shunt was implanted in 2000 and revised in 2001 as the patient was showing clinical signs that it was not working. The shunt was found to be broken 4 cm below the valve. There was no history of trauma or unusual physical acitivity.